Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the instrument and identify a defective carbon bridge. The fse replaced the carbon bridge which resolved the issue. Section a2, a4 and a5 information not provided by the customer section h6: component code 4756 is used for the carbon bridge beckman coulter internal identifier is case (B)(4).

Event description:
Customer reported obtaining two (2) erroneous ion selective electrode (ise) patient results which include sodium (na), chloride (cl), potassium (k), and carbon dioxide with low anion gap on their unicel dxc 600 pro synchron system. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.